Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -11.5/2.5/93 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6)2022 the lens was exchanged with a longer length lens due to low vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Weight-ethnicity: unk. Gma/510k: this product is not marketed in the us. (B)(4).

Manufacturer narrative:
B5 - "reportedly, 't561847/12.1mm lens was implanted in a vertical position, with a low arch after implantation. Secondary surgery: t858877/12.6mm lens was implanted in a horizontal position.'" Should be added to the initial MDR. Claim # (B)(4).